Event description:
It was reported to philips that the device is displaying a solid x in the ready for use (rfu) indicator and will not run on battery mode. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab test. There problem was localized to a defective control logic u9 that caused collateral damage to metal-oxide semiconductor field-effect transistors (mosfet¿s) q8 and q9, diode d 21, and fuses f1 and f3. All these components were replaced with known good ones and the unit passed all related tests.